Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a topaz microdebrider. Intra-operative the physician reported that the sheath was retracting away from the distal end of the wand. The procedure was completed, however details regarding how the procedure was completed were not available. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.